Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side exchange due to patient¿s concerns with the product. Healthcare professional later reported left side rupture was discovered during the explant surgery. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed one opening on radius side assessed as a fold flaw opening. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: stress marks observed. Brown particles observed on the surface of the shell. Creases were observed. Wear abrasion observed. No further actions are required as the device was implanted additional, changed, and/or corrected data: d.6b., d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported left side exchange due to patient¿s concerns with the product. Healthcare professional later reported left side rupture was discovered during the explant surgery. Device has been explanted and replaced.